Event description:
Found remnants of an old tampon inside myself- vagina [foreign body in reproductive tract]. Remnants of an old tampon (inside myself) [device breakage]. Case narrative: consumer reported via e-mail that she found remnants of tampons inside herself. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found remnants of an old tampon inside myself- vagina [foreign body in reproductive tract]. Remnants of an old tampon (inside myself) [device breakage]. Case narrative: consumer reported via e-mail that she found remnants of tampons inside herself. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Found remnants of an old tampon inside myself- vagina [foreign body in reproductive tract]. Remnants of an old tampon (inside myself) [device breakage]. Case narrative: consumer reported via e-mail that she found remnants of tampons inside herself. No serious injury reported.